Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 99% stenosed, mid right coronary artery (rca) the 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. The proximal shaft became separated proximal to the proximal end of the guiding catheter. The sds was removed, without issue. All other devices were removed without issue and the procedure was stopped with plans to treat the lesion in the future. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.